Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an achalasia dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure inside the patient while slowly dilating the lesion, a perforation was noted. Reportedly, the perforation was treated with surgery and the procedure was completed with this device. No other issues were noted during the procedure and the cause of the perforation is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The complaint device revealed no visual product defect. A functional evaluation of the device showed the balloon was able to be inflated to 15 psi and its diameter was measured at 29.27,¿ which is within specifications. The reported event of patient perforation could not be confirmed through product analysis. The balloon was able to be inflated without any issues or defects. The device was found to operate within specification. Therefore, the most probable root cause of this event is anticipated procedural complication as the reported event is a known physiological effect of the procedure noted within the dfu for this product. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist. A review of the device labeling and directions for use (dfu) was performed and showed the device was used in accordance with its labeling.

Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an achalasia dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, while slowly dilating the lesion, a perforation was noted. Reportedly, the perforation was treated with surgery and the procedure was completed with this device. No other issues were noted during the procedure and the cause of the perforation is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.